Event description:
Na.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found no active helium leak. The fse addressed customer issue of helium gage discrepancy, however no equipment failure was found. The fse performed the function check and calibration. The helium leak test was performed and passed to manufacture specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) unit had a helium leak. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.